Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's left leg and hip were bothering them, but did not know if it was from the procedure. The caller also reported that the patient found some small bumps and scab looking things on their head when they got their hair done and wanted to know if these bumps were from the antibiotics. The patient was advised to follow-up with their healthcare provider (hcp). No device malfunctions were reported and there were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.